Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid 50 mg/ml at 15.808 mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019, the healthcare provider reported they were in the middle of a refill and she could not communicate with the patient¿s pump. The healthcare provider had replaced the batteries twice the day of the report and she was still unable to read the patient¿s pump. The healthcare provider confirmed the correct lights were being displayed on the communicator. The agent confirmed with the healthcare provider that they did not need a communicator update and had the reporter plug the communicator into the tablet and she was able to successfully update the pump. The healthcare provider then went to interrogate the logs of the pump and the communicator was not reading the pump, both when it was plugged into the tablet and not plugged in. The agent then had reporter power down the tablet and power it back on. The healthcare provider then re-interrogated the pump and was able to get the event logs with the communicator plugged into the tablet. The healthcare provider did not have time to troubleshoot the communicator not plugged in. The healthcare provider was needing to check the event logs of the pump because the patient believed their pump was malfunctioning. The patient was having muscular challenges, and the home nurse "checked her out." The healthcare provider confirmed that the patient did not fall, but stated that the patient was having an allergic reaction to an insect bite that she got a day and a half ago and had a systematic reaction. The patient was currently taking medication for that reaction. The healthcare provider confirmed that the pump logs showed no abnormalities and she now planned to fill the pump and check if the expected volume is align with the actual volume aspirated. The healthcare provider stated she plans to call back if the two do not match. No further complications were reported or anticipated.

Manufacturer narrative:
Review of the additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the cause of the difficulty communicating was not determined. The healthcare provider stated they must have just gotten lucky when it didn¿t work and when it did work. She stated there was no logical reason why they could or could not get it to work. The healthcare provider stated they had used the room before and did not have any issues, but stated it "almost had to be environmental". There was no explanation and they were ultimately able to successfully program, but it took a very long time. There was no reported pump malfunction. No further complications were reported or anticipated.